Event description:
Blender on transport incubator bled out two tanks of air during transport of baby from (B)(6) hospital to our nicu. Baby remained stable during transport due to being almost 2 months of age, however, had this been a preemie or micropreemie where a ventilator or a certain blended amount of o2 had been required the baby could've gotten into serious trouble. There are no markings on this blender indicating it is normal for it to bleed up to 10 liters or that it is not for use on items such as transport incubators. It was inspected (B)(6) 2012 and evidently in working order and nothing amiss. Labeling on the new blender obtained specifically for transport incubators also does not alert that it is specific to that type of device. Blender currently sequestered by risk mgmt and biomed has not been tested or returned to MFR at this time. Outcome of pt was good. Labeling on the blender is severely lacking.